Event description:
It was reported that, pt complains of pain since the surgery. Pain is in the joint and groin area. She reports elevated levels of chromium. She has had lab work, MRI and will have other tests to test for infection in joint area. She is scheduled for a revision surgery on (B)(6) 2012.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR #2249697-2012-01782.